Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to corroded keypad traces. No moisture damage on electronic or motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the strange behavior from her keypad and customer could not navigate as usual through the menu all of a sudden. The customer¿s blood glucose level was 7.7 mmol/l at the time of the incident. The customer stated that they had been swimming in shallow water before. The insulin pump will be returned for analysis.